Event description:
It was reported there was a potentially infectious product at the device pocket. The last refill date was 2014 (B)(6). The date of onset was 2014 (B)(6). The patient had noticed redness and blistered area at the pump pocket site on 2014 (B)(6). When the patient¿s father did range of motion to hip, drainage of blistered area occurred. Complications also associated with the event were drainage/incisional wound opening. Patient was taken to the emergency room on 2014 (B)(6). Blood cultures of the pocket were taken with no growth as of 2014 (B)(6); later the cultures showed ¿coag negative staph.¿ on 2014 (B)(6) the pump system was explanted. Part of the catheter that could be retrieved from pump pocket was removed; remaining catheter was left in place. The patient had to be treated for infection and was sent to the intensive care unit (ICU) post operatively to be monitored and to control potential withdrawal. The patient was placed on oral baclofen post operatively with oral valium prn. The patient was stable as of 2014 (B)(6) morning. Antibiotics had been initiated and intravenous valium was added on the 2nd day post op. It was reported that the patient was still being t reated as of 2014 (B)(6). The pump system was delivering gablofen. The patient¿s status at the time of report was ¿alive-no injury.¿ further follow-up is being conducted to obtain patient outcome information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that as of (B)(6) 2014, the patient was stable and out of the hospital. The patient was being managed by oral medications at that time. The patient was not receiving effective therapy, as the pump was no longer in place.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).